Event description:
Upon opening the sterile package to perform a thora/para procedure, nurse noticed the drainage tubing was kinked and when attempted to use, caused a noticeable delay in fluid flow. Several packages have been opened, and all had this kinked tubing defect. Lot #'s were 0001609472 with expiration date 1/31/2027.